Manufacturer narrative:
(B)(4).

Event description:
The device was used during an unspecified procedure. Reportedly a component disengaged into the pt's cavity and was retrieved by the surgeon without injury to the pt.